Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that left ventricular (lv) automatic threshold was detected as programmed amplitude (suspended) due to intrinsic beats. The presenting electrocardiogram shows lv loss of capture, and the lv trends show the impedance decreasing, including variable thresholds with frequent measurements of 5v. The current impedance value is 366 ohms. The patient will continue with normal follow-up appointments and continued monitoring via latitude (remote monitoring system). No adverse patient effects were reported. This lead remains implanted and in service.